Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that foreign material that remained from previous procedures was found in several parts of the device. The fault was likely a result of insufficient cleaning. Additionally, due to deformation of right/left knob, water tightness was lost; due to deformation of upward/downward angulation control knob, water tightness was lost; indication on flexibility adjustment ring was unclear; due to corrosion on guide plate up/left unit, bending angle was up direction does not meet the standard value; due to corrosion on guide plate printed circuit board unit, bending angle in up direction does not meet the standard value; suction cylinder had discoloration; switch box had a scratch; plate unit had corrosion due to water leakage; base plate had corrosion due to water leakage; scope connector cover unit had stain; scope connector case unit had stain; plug unit had a scratch; label on suction connector was damaged; due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value; due to damage on nozzle, water removal ability does not meet the standard value; plastic distal end cover had a chip; light guide lens had a crack; due to clogging of jet tube in control unit, water cannot be supplied; universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, evis exera iii colonovideoscope, to the olympus service center for inspection. Upon inspection and testing of the returned device, it was observed that grip, jet tube, connecting tube, bending section cover adhesive and nozzle had foreign material due to insufficient cleaning. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing of the endoscope. Olympus will continue to monitor field performance for this device.